Manufacturer narrative:
Exemption e2013025 the total number of events for product classification code pah is 9. Qty 3- ajust adjustable single incision sling (5-pack) qty 6- ajust adjustable single incision sling (single) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
February 2018 quarterly asr report.

Manufacturer narrative:
Exemption: e2013025. Original reporting time frame: on (B)(6) 2017 through on (B)(6) 2018.

Manufacturer narrative:
Exemption e2013025 original reporting time frame: november 1, 2017 through january 31, 2018 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
N/a